Manufacturer narrative:
The device was evaluated by hospital biomed with the support by philips rse. Based on the results of the analysis, it was determined that the product has malfunctioned and cause of the reported problem was a defective therapy receptacle. The issue was resolved after replacement of the defective therapy receptacle and the product is back in service.

Event description:
It was reported to philips that the device's therapy connector is broken. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.